Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (suspend) issue. Intervention. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/26/2017 with the following findings: n0 defect found. No activity related to pi observed in pump histories. The pump was exercised for 24 hours without self-suspending. The pump was suspended; the pump gave the appropriate audio and visual suspend alert. Unable to verify or duplicate reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.